Event description:
It was alleged that the instrument bedside unit went into medium priority alarm during surgery setup. The unit could not be recovered. Another unit was used and the procedure was completed successfully with versius surgical system. The telemetry messages showed communication error. The fse found the unit to have backup battery partially depleted and replaced the battery, as well as one of the joints due to the led band not lighting up. The unit passed testing and no further communication error was observed. No harm was reported in relation to this event. At the time of this report, no further information has been provided.

Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.